Event description:
Had surgery on (B)(6) 2015. Dr (B)(6) reported that shortly after surgery the iliac bolts failed. He is a national leader and expert in pelvic fixation and has never seen failure so soon after surgery. This is one of two cases. This pt has not had a revision surgery. Decompressive laminectomy, facetectomy, foraminotomies l1-s1 b for correction of stenosis. Posterior based 3d osteotomy l2-3, l3-4 and l5-s1. Tplif l sided approach l5-s1 with expandable altera cage 12mm. R sided approach tplif's l2-3 and l3-4 with 11 and 12mm. Posterior segmental fixation and fusion t10-pelvis. Diagnosis or reason for use: decompensated neuromuscular, kyphoscoliosis with stenosis l1.